Manufacturer narrative:
(B)(4) - the intraocular lens (iol) was received in a condition that precludes measurement of the diopter. Optic of the iol is severely damaged. Manufacturing records for this iol are currently being reviewed at the manufacturing site. The explanted lens was replaced with a higher diopter lens of the same model suggesting this event was not caused by the iol. A supplement report will be filed as necessary when additional reportable information becomes available

Manufacturer narrative:
Batch records were reviewed and showed no deviations. A review of complaint records revealed that no additional complaints from this order number were received. Based upon the above and the fact that no lens was available, no further investigation could be performed. This specific complaint analysis is inconclusive. All information received is included in this report.

Event description:
It was reported the multifocal intraocular lens (iol) was explanted without complication 4 months after implant due to a refractive surprise. The lens was replaced with a higher diopter lens of the same model.